Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield skull clamp (a2114) did not clamp fully at the beginning of an aneurysm clipping procedure. The clamp was attached to the patient at the time the pins slipped. The surgical team acted accordingly to prevent patient harm. The clinical engineer tested the clamp and found that the pressure mechanism seems to be malfunctioning as it would not hold pressure. There was no patient injury reported and delay in surgery is unknown. Additional information has been requested.

Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield infinity skull clamp (a2114) was returned for evaluation. The reported complaint was confirmed via inspection of the device. The torque knob was sticking and needed to be disassembled and cleaned.

Event description:
N/a.